Manufacturer narrative:
(B)(4).

Event description:
The pt's implantable neurostimulator was moved. The reason for the move was not provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.